Manufacturer narrative:
(B)(4). Additional information evaluation: a failed suture needle, was submitted for fractographic evaluation. The component was identified to assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The evaluation revealed the fracture was predominantly intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The needle exhibited amounts of intergranular failure.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please inform when the needle broke: when removing from the package? During use on the patient? During use on the patient. No further information will be provided.

Event description:
It was reported that a patient underwent a laparoscopic distal gastrectomy on (B)(6) 2018 and suture was used. During the procedure, the needle was broken at the middle part when holding the needle by needle-holder. There were no adverse consequences to the patient. No additional information was provided.